Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl. The customer delivered a bolus via the pump and contact set a 130% temporary rate for 1 hour, per health care provider's recommendation, to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer changes the cartridge every 3 days. The customer was educated regarding the labeling instructions for humalog. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.